Event description:
It was reported by the customer that during a wisdom tooth removal procedure, the drill began to heat up and melted the bur guard. The procedure was completed with another handpiece. The customer reported no pt or user injury due to this event.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the eval, the technician noted visual evidence that bur guard melted. Most likely the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.